Event description:
It was reported that suture placement in the right common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to a superficial femoral artery interventional procedure. The suture of the first proglide device was successfully preplaced using the pre-close technique. Reportedly, the suture of the second proglide device pulled out the suture of the first proglide device. The sutures of two additional proglide devices were successfully preplaced using the pre-close technique. The superficial femoral artery interventional procedure was completed and hemostasis was achieved with the sutures of the third and fourth proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned device analysis noted the suture loop remained in the suture bearing. The reported suture of the proglide device pulled out the successfully preplaced sutures of the first proglide device was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). It was reported that a venous sheath was next to the arterial sheath. Per the instructions for use: the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device referenced is filed under a separate medwatch MFR number.